Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the control bar was loose and the control bar was not in the correct position. The spring seal was stretched to raise rpms, the ball plunger, needle bearing, lever, set screws, ball plunger, vespel sleeve bearings and semi-circle shaft bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that the device skips and needs calibration. There was no patient harm or delay reported. There is no information provided regarding the timing of the event. Due diligence is in progress, no further information is available.